Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 04-sep-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her system was removed because the cords got out of place. The patient stated they didn¿t put the machine in the right spot and did not mark her back right for the implant. No patient symptoms reported.